Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090.

Event description:
It is first major repair and we found that the lcb is loosened. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the lcb fastesened. Correction information: g6: follow up #1; h2: type of follow up; h4: device manufacturer date; h6: coding changed, based on the investigation result.